Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that all keypad buttons were intermittently unresponsive with contamination under all key contacts. Additionally, investigation revealed that the display was dim, fading, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the finger pad. The keypad cover was found to be torn at the contrast button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).